Manufacturer narrative:
A customer in france notified biomérieux of a false negative result for an eqa proficiency sample capnocytophaga carrnimorsus strain in association with the bact/alert® fa plus culture bottle. An investigation was performed. The investigation examined the manufacturing directions, including the quality control release testing documentation for bact/alert® fa plus bottles reference (B)(4), lot number 3047552 and bact/alert® fn plus bottles reference (B)(4), lot 3047513. All results were within specification. Historical review of quality records determined that this was an isolated incident relating to the proficiency test. There is no evidence of a systemic issue with bact/alert® fa plus or fn plus bottles. In an article in emerging infectious diseases, capnocytophaga canimorsus is described as a fastidious organism often difficult to isolate and identify and may require extended incubation periods. Janda jm, graves mh, lindquist d, probert ws. Diagnosing capnocytophaga canimorsus infections. Emerg infect dis . 2006 feb 12. Per the bact/alert® fa plus and bact/alert® fn plus instructions for use, certain rare, fastidious microorganisms will not grow or may grow slowly in the bact/alert® fa plus culture bottle growth medium. In addition, on rare occasions, organisms may be encountered that grow in the bact/alert® fa plus and bact/alert® fn plus culture bottle growth medium but do not produce sufficient carbon dioxide to be determined positive.

Manufacturer narrative:
Not returned to manufacturer.

Event description:
A customer in (B)(6) notified biomérieux of a false negative result for an eqa proficiency sample capnocytophaga carrnimorsus strain in association with the bact/alert® fa plus culture bottle. The customer reported no growth of capnocytophaga carrnimorsus in the bact/alert® fa plus culture bottle. Customer reported also testing an bact/alert® fn plus bottle, which exhibited good growth. There is no indication or report from the customer to biomérieux that the false negative result led to any impact on the product or a patient, or led to adverse event related to a patient's state of health. There was no patient associated with the eqa proficiency strain. A biomérieux internal investigation will be initiated.